Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The patient had further cardiac arrhythmias on (B)(6)2021 (refer to MFR# 2916596-2021-03814). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 06oct2020. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. Section 1 entitled ¿introduction¿ lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6)2021 an amiodarone drip was attempted; however, it was stopped after 5 minutes as the patient had developed a rash. The patient was then on respiratory cycle-dependent atrial fibrillation (rcaf). On (B)(6)2021, the ICD appeared to be operating as expected; however, it delivered likely inappropriate shocks in the settings of atrial fibrillation with rapid ventricular response (rvr). Additionally, on (B)(6)2021, an electrocardiogram revealed that the patient was in sinus rhythm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted after implantable cardioverter-defibrillator (ICD) shocked him 13 times on 07jun for atrial fibrillation at 180 while he was trying to get something out of his car. Amiodarone drips were administered. The patient was also experiencing hypokalemia, elevated troponin (0.09), and acute alcoholic intoxication (ethanol level 81). On 08jun amiodarone drop was attempted but stopped after 5 minutes when the patient developed a rash. The patient went through repeated catheter ablation of atrial fibrillation. The patient returned to normal sinus rhythm.